Event description:
It was reported that this right ventricular (rv) lead was exhibiting undersensing leading to overpacing. Technical services (ts) was consulted and explained low evoke response is noted as well as high capture threshold measurements. The lead remains in service. No adverse patient effects were reported.